Manufacturer narrative:
Exemption number: e2014018. The sz277r instrument could no longer be removed from the screw during surgery. All attempts failed, so that you had to cut off the rod with a cutting disc to remove the rod persuader with the screw and the rod inside. The estimated op time extension was about 45 minutes. The instrument arrived in a decontaminated condition. The instrument arrived with a screw jamming in the clamp. The screw includes a piece of a rod and a set screw. We made a visual inspection of the interface between the jamming instrument and the head of the pedicle screw. Here we found, that the lateral catches of the instrument are not complete engaged in the head of the screw. In the next step we removed the instrument from the screw. Then we attached the instrument on the screw head according to the IFU. This was possible without any problems. The correct attached instrument with complete engaged latches. Neither the screw nor the instrument are damaged. The root cause for the problem is most probably usage related.

Event description:
It was reported by the healthcare professional "the sz277r instrument could no longer be removed from the screw during surgery. All attempts failed, the rod had to be cut off with a cutting disc to remove the rod persuader with the screw and the rod inside." The estimated op time extension was about 45 minutes.